Event description:
It was reported that when the box was opened, the nurse and doctor noticed scratches on the inside of the shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.